Manufacturer narrative:
Concomitant medical products: product ID: 8709sc ,serial# (B)(4), implanted: (B)(6) 2011 , product type: catheter; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a catheter access port (cap) contrast study performed on (B)(6) 2018 and catheter leakage was noted. The clinical diagnosis was catheter break/cut. It was mentioned the patient had an inefficacy of the pain pump due to the break/cut. It was indicated the event was related to the device or therapy. No actions were taken and the issue was ongoing.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6)explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had increased back pain.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving hydromorphone (15.0 mg/ml at 4.704 mg/day), bupivacaine (15.0 mg/ml at 4.704 mg/day) via an implanted pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the catheter cut/break was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. It was further indicated that the patient was withdrawn from the study on (B)(6)2018. No further complications were reported.